Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the explant date. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The high capture threshold allegation was not confirmed as lead resistances measured normal. Complete lead was returned. The setscrew mark was noted in correct location. Burnt marks noted on proximal shock coil at the proximal area which was most likely due to electro-cautery during explant. The clear medical adhesive was torn/separated from the eptfe (gore) at distal and proximal ends of the spring electrode and the proximal spring stretched at these points.tthe lead passed hipot test and pressure test indicating insulations were okay.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.